Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. Further follow up did not yield any additional information at the time of this report. The lead has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. Further follow up did not yield any additional information at the time of this report. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: evaluation summary: no anomalies found, and there was apparent explant damage.